Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "high pressure" messages. Functional tests included flow accuracy testing. The delivery accuracy tests found the pump to be over delivering the control limit specification of +/-3% but well within the published specification of +/-6%. It was noted that the downstream occlusion sensor was torn. The sensor was replaced. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's occlusion sensor and expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited accuracy issues. It was noted that the occlusion seal was torn. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.